Event description:
The pt underwent left atrial appendage closure with lariat device on (B)(6) 2013 with no complications. He has a-fib but is unable to take anticoagulants b/c of gi bleeding. F/u with tee confirmed closure of the left atrial appendage. On (B)(6), the pt presented to another hospital in v-tech (shown on ECG). It appeared on the ECG to be epicardial in origin. The pt had no other known substrate for vt. CT of device showed area of inflammation identified near the region of the device.